Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. The clinician noted that the device has displayed an elective replacement indicator (eri) status on the device one to two months prior to the noted trigger. The device was explanted and replaced. It was also reported that both the left ventricular (lv) lead and right ventricular (rv) lead had rising to high chronic thresholds. No patient complications have been reported as a result of this event.